Event description:
It was reported that the active electrode decomposed and fell off. No patient injuries were reported due to the all pieces were removed from patient.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrode wear with contamination/discoloration on screen and scratch/scuff marks on the spacer and the return electrode. Most of the screen is detached and a part of it was returned. The insulation around the shaft is in good condition and not compromised. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged into a known good generator. The device was activated in saline solution at default and maximum settings and produces plasma on the remaining parts of the electrodes/screen intended. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to rate of ablation, power settings, prolonged use against dense or bony surfaces, suction rate and fluid management.